Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was confirmed through a review of the event history log but not reproduced. System error 105 was confirmed and caused by a seized motor which likely contributed to the system error 105. The failed motor assembly was replaced.